Event description:
A balloon catheter burst at an unknown pressure during the third inflation of a subclavian vein dilation. A pressure gauge was not used. A stent was placed and another balloon catheter was used to successfully complete the procedure with no patient complications. The device was destroyed by the user facility. Therefore, no engineering evaluation will be available.balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Co's follow-up indicated this balloon was inflated without the use of a pressure gauge which co. Believes contributed to the event and does not attribute it to the device. However, without evaluating the product, the co. Cannot determine the exact cause for this event.co's directions for use state: the rated burst pressure should not be exceeded. Refer to product label for rated burst pressure. Inflation in excesses of rated burst pressure may cause the balloon to rupture.. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully.